Manufacturer narrative:
Field service engineer (fse) was dispatched to the site on (B)(4) 2009. Fse performed a high sensitivity system check and passed within instrument specifications. Customer technical support (cts) noticed that the wash percent coefficient of variation (% cv) between the two instrument in the lab was higher from time to time and decided to send in new aspirate probes for replacement. Fse validated all hardware and it is performing to published specifications. Although the root cause of the event is unknown, sample handling may be possible contributory causes to this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) regarding a non-reproducible accutni (troponin) result in the risk stratification range for one patient. The results were generated on a unicel dxc 600i synchron access clinical system. The customer laboratory has a repeat policy for all troponin results that equal or greater than 0.04 ng/ml. The customer re-ran the sample on another instrument and it was within the reference range. The initial results were reported outside the laboratory. There are no reports of any adverse patient consequence or change to the patient's treatment. There are no indications of any medical intervention to prevent or preclude any adverse patient event.